Event description:
It was reported that post sensed t wave oversensing was observed on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) as well as noise on the rv lead. Programming changes were recommended. The patient was to present in clinic for programming changes but cancelled their appointment. The patient was stable.